Event description:
The pt reportedly experienced sudden loss of sound, followed by loss of lock. External equipment was exchanged; however, this did not resolve the issue. Revision surgery was performed on (B) (6) 2009.